Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a laparoscopic rectosigmoidectomy with colostomy. It was noted that the formation of the staples showed a good formation at the moment of the surgery but the anvil could not be tilted after firing and excessive tissue was incorporated into the barrel of the stapler. An improperly matched instrument and anvil combination was used. The patient had a worsening condition and there was a reoperation where it was detected that the staples were open after the second surgery. The staple line was fixed by resecting and re-stapling. The patient remained hospitalized for 7 days after the procedure. The patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a laparoscopic rectosigmoidectomy with colostomy. It was noted that the formation of the staples showed a good formation at the moment of the surgery but the anvil could not be tilted after firing and excessive tissue was incorporated into the barrel of the stapler. An improperly matched instrument and anvil combination was used. The patient had a worsening condition and developed postoperative complications after 6 days and there was a reoperation where it was detected that the staples were open after the second surgery and there was consequent fecal peritonitis. The staple line was fixed by resecting and re-stapling. The patient remained hospitalized for 7 days after the procedure. The patient died.